Manufacturer narrative:
(B)(4). The sample is not available for evaluation. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional information become available, a follow up MDR will be sent.

Event description:
A nurse reported to the baxter sales specialist that a patient had an issue with a transfer set. The nurse stated the patient noticed a leak around the thread. The transfer set was exchanged. The transfer set has been in use since (B)(6) 2010. The issue was related to loss of tightness. The sample is not available for evaluation. There was no patient injury reported.

Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. Additional information: an engineering quality review was completed for this report of a leak. The report was not confirmed due to unavailable sample. Based on the information obtained during baxter's investigation, a root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.